Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during preparation for use, the device would not power on due to a blown fuse. The device was inspected prior and there was no damage or abnormalities noted. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and additional information from the legal manufacturer. The device was returned to the user facility for evaluation. The user¿s complaint of ¿will not turn on has blown a fuse¿ was confirmed. The main power fuse was blown and charred fuse components on socket switch regulator which caused the reported issue. In addition, found non-olympus lamp life meter is reading over 500+hours so lamp life expired, worn out scope socket and slider switch, blown fuse and charred fuse components on socket switch regulator that indicated bad switch regulator, scratch on front panel display can use as is, unit already upgraded igniter + iris cable, igniter firing weak and air pressure tested ok. The following causes can be inferred from the results of the survey. The legal manufacturer speculates that the issue arose in the morning when they were preparing the day. When they tried to turn on the device, it did not work because of the flip of the fuse," the authors said. I speculate that the phenomenon was caused by the flying of the fuse in clv-180. It was confirmed that the product had been manufactured for 14 years and 2 months. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.